Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient claimed they were due to have the device looked at. The patient claimed the ins was not working and the hcp thought there was some "battery issue". Troubleshooting was not required and the issue was not resolved. No symptoms or further complications were reported or anticipated. Additional information was received from the patient. When asked to clarify the report their device was "not working," they replied the battery pack quit causing a response from the stimulator. The cause of the device not working was not determined. They supposed the interior battery forces depleted. When asked what actions/interventions were taken to resolve the issue, they responded, "nothing." They were in the process of moving from one city to another and figured they would find a doctor who could manage it.